Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the sealing rings were damaged and missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus resectoscope sheath had a damaged ceramic tip. The issue was found during reprocessing. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h2, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: ceramic beak: it can be concluded that a damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. Damaged yellow/grey sealing ring: it can be concluded that the damage to the sealing ring was caused by wear and tear or lack of maintenance. A damaged sealing ring may cause a leakage at the inner sheath in a high probability. The event can be detected/prevented by following the instructions for use: warning - infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product. Visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.